Event description:
Pt was scheduled for cataract right eye surgical procedure. Procedure was aborted due to malfunctioning phaco machine. Pt was sent home and returned the following day to complete the procedure. There was no apparent injury.